Event description:
Customer's father reported that the insulin pump's display was blank. Caller also reported that a piece of the insulin pump near the reservoir compartment was missing. Caller was able to insert a new battery and the insulin pump's display was returned. Exact blood glucose level was not provided, but caller reported that it was in the range of 200 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.